Event description:
Reporter indicated a patient's vns generator was to be removed due to irritation and swelling of the lymph nodes in the patient's axilla, the reporter felt the irritation may be a problem later for the patient and felt it was best if the vns device was removed. It was also reported, the patient was experiencing an increase in seizures: it is not known if the seizure are above pre-vns baseline levels. No further information is available from the reporter.